Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire and the connecting tube had a dent. It was also noted that water tightness was lost due to a pinhole in the suction tube in the universal cord and the adhesive around the objective lens was peeled. There were scratches noted throughout the device and the control unit had discoloration. The scope connector was dirty due to water leakage and the tube cleaning brush could not be inserted due to clogging of the suction tube of the universal cord. The adhesive on the bending section rubber had a crack and a chip. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope insertion part was crushed and the angle was insufficient. Inspection and testing of the returned device found that there was foreign material coming out of the suction cylinder. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/liquid came in the suction cylinder could not be identified and a definitive root cause of the issue could not be determined, as there was not observed deformation the might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device/cleaning/reprocessing. The event may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series chapter 3 preparation and inspection. Gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.